Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to device clinic for follow up and an exposed lead was noted in the pectoral area of the implant pocket, an infection was suspected. The system was explanted. The patient condition was stable. Related manufacturer reference number: 2938836-2020-00483 and 2938836-2020-00485.